Manufacturer narrative:
This product is not marketed in the us. Implant date: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.00/5.0/109 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od). Very shallow anterior chamber was observed. Lens remains implanted. Cause of event is unknown.